Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on april 05, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection (site of infection not confirmed). The patient was reimplanted with another cochlear device at the contralateral side on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (trimming) (specific date not reported) under general anesthesia and eperienced an exposure of the electrode lead.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also was hospitalized for 2 days on (B)(6) 2024. The patient was placed under general anesthesia for two different procedures (specific date not reported) in order to have the site cleaned, however, the issue did not resolve.